Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report represents the valve used in the case. Please reference related manufacturer report number 2015691-2020-14447. No imagery was provided by the complaint site. The devices were returned to edwards lifesciences for evaluation. During visual analysis it was observed there was a puncture hole under the sheath strain relief. One (1) strut was bent 30 degrees outward at the inflow. The valve was expanded by engineering. After valve expansion, no bent strut was observed as the bent strut was corrected. The valve frame was distorted/canted. Leaflets were wrinkled and dehydrated due to storage condition (prolong crimping) during the return handling process. No functional or dimensional testing was able to be performed due to device return condition (frame distorted/canted). DHR review did not reveal any manufacturing related issues that would have contributed to this complaint. A lot history review revealed no other similar complaints. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, delivery system insertion through sheath: orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing, the valve frame and components are inspected several times throughout the manufacturing process. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The complaint for ¿frame ¿ damaged ¿ during use¿ was confirmed based on the return product. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Per the report, while advancing the commander delivery system through the esheath, a strong resistance was felt between the stiff white part and the expandable blue part of the esheath. Under fluoroscopy, it was observed that one stent strut of the crimped valve was bend and got caught inside the esheath and caused damage in the esheath. Between the stiff white part and the more flexible blue part of the esheath, the valve strut got stuck. Additionally, the patient had mild tortuosity and mild calcification. The presence of tortuosity and calcification in the patient access vessels can create a challenging pathway during delivery system advancement, and lead to resistance and high push force. Per training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿, ¿if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system¿, and ¿do not over-manipulate the sheath at any time¿. It is possible that difficulty was encountered during delivery system advancement, so additional manipulation was applied to overcome the resistance. If excessive force is applied to manipulate the device, it can then lead to the valve struts to catch and puncture through the sheath and result in the bent strut observed. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. Available information suggests that patient factors (tortuosity/ calcification) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The complaint for ¿frame ¿ damaged ¿ during use¿ was confirmed. No manufacturing non-conformances were identified during the investigation. A definitive root cause was unable to be determined. Available information suggests that patient factors (tortuosity / calcification) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. Although no labeling or IFU/training inadequacies were identified, a product risk assessment (pra) and CAPA were previously initiated. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during implant of a 26 mm sapien 3 ultra valve in the aortic position by transfemoral approach, there was resistance while advancing the commander delivery system through the esheath. Under fluoroscopy, it was observed that one stent strut of the valve was bent and was caught inside the esheath at the same point a hole was observed in the esheath. The valve strut was caught between the stiff white part and the more flexible blue part of the esheath. The delivery system and sheath were removed together. New devices were used, and a new valve was successfully implanted. There was no vessel injury, or complication for the patient.